Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, g1, g2, g3, d2, d4, g6, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit passed the mesh test; however, the bottom roll and ratchet gear were damaged. The ratchet could not be connected to the mesher. The bottom roll, ratchet gear, and two screws were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
The event timing was after the surgery, for sterilization process. There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country- france. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle axys is damaged, ratchet system does not work and handle is blocked. The event timing was during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is in progress. No further information is available at this time.